Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Caller contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump and to call back if issue occurred again, and confirmed understanding of instructions.